Event description:
It was reported the patient woke the morning of report and was having a shocking or poking pain in her back. The settings were turned to a voltage of 0, but the patient had adaptive stimulation feature and only turned down 1 program. The patient was in the same position and was still feeling the poking; it was thought that the feeling was residual. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information stated, the cause of the event was the left side implantable neurostimulator (ins) was turned up too high "for comfort". It was noted, the right side ins was turned off. It was also reported, the patient had their device reprogrammed on (B)(6) 2013 and the left side ins continued to cause "vibration around her umbilical area." The patient was instructed to turn down the left side ins and it was stated that the "vibration" ceased and patient was receiving 100 percent pain relief. It was reported it was unknown if any abnormal impedance measurements were shown and no surgical intervention had occurred. It was stated the patient had an excellent outcome and recovered with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient turned stim off but was still getting shocks in back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).